Event description:
It was reported to tyco healthcare/kendall on december 18, 2006, that a customer had a problem with a dialysis catheter. The customer states the dialysis catheter was placed in 2006, in the left internal jugular. Nine days before, a "needle sized hole was discovered in the blue port of the device." The device was removed and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon its completion, a follow-up report will be submitted.